Event description:
A report was received that a pt's ipg had migrated on top of the spinus process. The physician performed a pocket revision. During the revision, the pocket was moved approximately two inches laterally. The pt's ipg remains implanted. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.